Manufacturer narrative:
No samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Investigation conclusion: indeterminate. No samples or photos were returned for analysis.

Event description:
It was reported that bd ultra-fine pen needles leaked causing underdose. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needles leaked causing underdose. No serious injury or medical intervention was reported.